Manufacturer narrative:
(B)(4). The customer returned a spring wire guide (swg) assembly for analysis. Signs-of-use in the form of biological material was observed on the guide wire body and tubing. The straightener tube and end cap from the swg assembly were not returned by the customer. Visual analysis revealed that the guide wire body contained one kink towards the distal end. The distal j-bend was able to maintain its shape. Microscopic examination confirmed the kink and revealed that the distal and proximal welds were secure and intact. The kink in the guide wire was located 27mm from the distal weld. The guide wire total length measured 686mm, which is within the specification limits of 679mm-687mm per the guide wire graphic. The guide wire outer diameter measured .80mm, which is not within the specification limits of .838mm-.877mm per the guide wire graphic. The outer diameter of the returned swg does not match the specification of the reported part number; however, the outer diameter does match the wire specification for the standard teleflex guide wire size of 0.032". This indicates that either the incorrect part number was reported, or the incorrect sample was returned by the customer. The guide wire was passed through a lab inventory ars syringe and introducer needle. Little to no resistance was observed. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed on the reported part and lot number with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not withdraw spring wire guide against needle bevel to minimize the risk of possible severing or damaging of spring wire guide". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire contained a single kink towards the distal end. The guide wire met all relevant functional testing; however, dimensional analysis revealed that the returned guide wire does not match the outer diameter specification of the guide wire that is packaged within the finished kit (.035"). However, the returned guide wire outer diameter does match that of a different standard size swg (0.032") supplied by teleflex, indicating that either the wrong part number was reported or the wrong part returned. Due to the discrepancy between the reported part (0.035" outer diameter swg) and the returned part (0.032" outer diameter swg), the root cause cannot be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the spring wire guide is kinked and unable to use.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the spring wire guide is kinked and unable to use.